Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or drawn any conclusions about the reported instability or polyethylene wear based on the provided information. Based on the investigation findings, the need for corrective action is not indicated.

Event description:
Patient was revised because of instability in mid-flexion, poly wear noticed on insert.